Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube stopper came out after use. The tube was centrifuged and placed in a biohazard specimen bag for transport; upon arrival, the stopper had come out and the serum had leaked in the bag. The following information was provided by the initial reporter: "we have been experiencing leakage of serum from your gold top serum separator tubes. Lot 8347816, exp 12/31/19. After collection, the tubes are centrifuged and then placed in a biohazard specimen bag for transport. Upon arrival, the top has come off and serum has leaked. The tubes are not opened prior to this. Examination of the top and tube do not show any obvious defects."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube stopper came out after use. The tube was centrifuged and placed in a biohazard specimen bag for transport; upon arrival, the stopper had come out and the serum had leaked in the bag. The following information was provided by the initial reporter: "we have been experiencing leakage of serum from your gold top serum separator tubes. Lot 8347816 exp 12/31/19. After collection, the tubes are centrifuged and then placed in a biohazard specimen bag for transport. Upon arrival, the top has come off and serum has leaked. The tubes are not opened prior to this. Examination of the top and tube do not show any obvious defects."